Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient allegations of implant loosening, migration, metallosis, pain, limp, tissue reaction, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that patient underwent a left hip revision on (B)(6) 2014 due to a vertical acetabular cup and elevated metal ion levels. Revision operative report noted the presence of metal debris, black discolored tissue, and blackish colored fluid. The modular head and acetabular cup were removed and replaced with a competitor acetabular system and a biomet head. Additional information received in patient medical records indicates that patient underwent a right hip revision on (B)(6) 2014 due to high metal ions and pain. Revision operative report noted a slightly vertical acetabular component, blackish discoloration of tissue inside the joint, and wear on the undersurface of the hip leading to more debris. The modular head and acetabular cup were removed and replaced with a competitor acetabular system and a biomet head.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient allegations of implant loosening, migration, metallosis, pain, limp, tissue reaction, damage to surrounding bone and tissue, and lack of mobility. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left hip revision on (B)(6) 2014 due to a vertical acetabular cup and elevated metal ion levels. Operative report noted the presence of metal debris, black discolored tissue, and blackish colored fluid. The modular head and acetabular cup were removed and replaced with a competitor acetabular system and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034- 05626 / 05628 & 2015-01848 / 01849).